Manufacturer narrative:
The final customer lot number was identified. A review of the related device history record (DHR) for the reported lot number has been performed. According to the review, the lot was reprocessed for an anomaly that could not have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product was released according to the manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination revealed this is the first complaint for the reported final lot number. The root cause for the defects experienced by the customer cannot be determined because no sample was returned and the device history record review of the provided lot number indicated that the product was released according to the manufacturer's acceptance criteria. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that a scalpel tip was noted to be crooked during surgery while making the incision. There was no impact to the patient. Additional information has been requested.